Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was unknown if the patient was hospitalized for the event. On the same day as the onset, the patient began treatment with injection (inj) vancomycin (1 gram, stat, intravenously (IV)) and inj merocrit (500 mg, twice a day, IV) for peritonitis. The inj vancomycin (further details not reported) and merocrit therapies were ongoing. The patient¿s outcome and the action taken with pd therapy were unknown. No additional information is available.